Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the pinhole located on the cuff shell identified during analysis is the probable cause for the urinary incontinence, the reported allegation of atrophy was unable to be confirmed. Technical analysis: the cuff, pump, and balloon was returned for analysis to our post market quality assurance laboratory. Visual examination of the cuff identified a pinhole around the cuff shell lateral area, resulting in a fluid leak. The pump and balloon where visually inspected and functionally tested, no malfunctions where identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a return of incontinence as a result of urethral atrophy at the cuff site. The aus 5.0 cm cuff, pump, and balloon was explanted and replaced with a new aus 4.5cm cuff, pump, and balloon. The cuff was placed in a virgin location on the urethra. The patient is expected to fully recover following the procedure.